Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 8343396. This does not match the catalog number provided. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9231049, medical device expiration date: 2024-08-31, device manufacture date: 2019-08-19, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated during use. The following information was provided by the initial reporter: material no:328466 batch no: 9231049, unknown (reported 8343396). It was reported that the needle hub separated and stayed in the shield. Also, the needle shield is difficult to remove.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/23/2020. H.6. Investigation: customer returned (5) loose 1/2cc syringes. Customer states that the needle hub separated and stayed in the shield and the needle shield is difficult to remove. All returned syringes were examined and all exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9231049. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200842348] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch was opened for raised shields. The camera was out of adjustment. CAPA#1630423 was initiated.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated during use. The following information was provided by the initial reporter: material no:328466 batch no: 9231049, unknown (reported 8343396). It was reported that the needle hub separated and stayed in the shield. Also, the needle shield is difficult to remove.